Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09ul8, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a confirmed flipped device. Impedance testing was done; a high impedance issue was noted: >4000. Electrodes with issue noted as "all pairs." Loss of stimulation/therapeutic effect was noted. Revision was noted: new lead and pocket revision. Replacement was noted. Patient status at time of reporting was noted as alive, no injury. Regarding were there any patient symptoms or complications associated with this event, it was noted: "no". Additional information received noted that device flip was referring to the ins. Regarding what diagnostic was used to confirm the flip and what were the results, it was noted: " doctor stated this during case". Impedance were in range after case.